Event description:
It was reported that a rejuvinate revision of the left hip was done. Patient was revised because of elevated cobalt levels.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
It was reported that a rejuvenate revision of the left hip was done. Patient was revised because of elevated cobalt levels.

Manufacturer narrative:
It was determined that this event is a duplicate of MFR. Report # 2249697-2012-02649. When available, investigation results will be submitted under this manufacturer report number.